Event description:
A customer technical advocate (cta) was contacted with regard to platelet results generated using a cell-dyn 1700 cs analyzer. The account states that they are getting increased uri flagging on platelet results for pts when using a cell-dyn 1700 cs analyzer. An initial platelet result of plt=87 k/ul with uri flagging was generated which was reported without taking appropriate action (verify results with alternate method). The results indicated an abnormal platelet histogram. The results were questioned by a physician and the pt was retested two days later yielding plt=5 k/ul and repeated at plt=7 k/ul. A delay in transfusing the pt may have occurred. There was no further impact to pt management reported.